Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported a few days post coronary artery bypass graft procedure, that the patient experienced asystole when they were stood up. The patient also experienced cardiac arrest and syncope. It was reported that the right ventricular (rv) lead exhibited intermittent capture and an increase in thresholds. Cardiopulmonary resuscitation, intubation, and external pacing were performed. A temporary rv lead was inserted. The patient was transferred to the intensive care unit (ICU) and the rv lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that the rv lead exhibited loss of capture.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.